Event description:
The lay reporter contacted lfs on (B) (6), 2010 alleging that her son's one touch ultra 2 meter does not power on. The reporter mentioned that she first noticed, the alleged issue with the meter on (B) (6), 2010. Mother replaced the battery; however, meter still would not power on. Approx 2 days later while at school, the pt developed symptoms of feeling weak and sweaty. The pt then self-treated with sugar before 10:00am. The pt then tested on a backup meter at 12:30 pm and obtained a 237 mg/dl. The pt did not seek any further medical attention or contact their physician for assistance. While troubleshooting, it was noted that the meter did not power on by pressing the power button. This was not the first time the product was being used, the pt denied any misuse, and was using the correct test strips. The battery did not need to be replaced and the issue was not resolved via troubleshooting. The meter was replaced. The complaint is being reported since due to the meter not powering on the pt developed a symptom suggestive of a serious injury and had to self-treat with food.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.